Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report: (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in singapore: "underinfusion". Customer statement: "user mentioned the initiated chemotherapy is a 40ml addictive added to a 250ml saline ecoflac bottle, total of 290ml. User entered rate of 640ml/hr with a vtbi of 420ml on (B)(6) 2022 , around 0920 hours. User mentioned therapy started around 0925 hours. User mentioned when pump alarmed that the vtbi of 420ml keyed has fully infused, the actual physical volume as checked on the bottle is approximately left with 50ml and thus they keyed in another vtbi of 100ml to finish the remaining volume within, no change in the rate. User reported that the initiated chemotherapy on the ecoflac 250ml bottle is then able to empty out after the new added vtbi of 100ml. User reported the same pump was used for the next chemotherapy involving a 3rd party soft bag solution and completed without encountering the same issue."

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The history files at 2022-11-23 (specified date of the incident from costumer) were read and analyzed. At 2022-11-23 09:23 am a space line was inserted. In the same minute the rate was set to 640 ml/h and the vtbi to 420ml. At 09:24 am the infusion was started. At 10:04 am the infusion was stopped by reached the set vtbi (420 ml). At 10:04 am a new vtbi was set to a value of 100 ml. The infusion was started and was stopped directly by an air bubble alarm (reason for this alarm could not be clarified). At 10:12 am the space line was taken out. Two minutes later at 10:14 am a space line was inserted. The rate was set to 592 ml/h and the vtbi to a value of 330 ml. At 10:17 am the infusion was started. At 10:48 am the infusion was stopped by another air bubble alarm. Up to that time the infusomat space has delivered 305,38 ml. No anomalies could be detected inside the history files. A visual inspection was performed. No visible damage was found. A functional test was performed. The device passed the self-test. A space line was inserted, and the pump identified the line, and it could be selected from the menu. It was possible to put the pump in operation. In checking the downstream-sensor the electronic pressure cut-off and the mechanical pressure limitation of the device were tested, according to the requirements of the technical safety check. The device matched the required values and standards. All measured values were within our specification. A delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal flow rate of 100 ml/h was chosen. The assessed average deviation "a" of the second operating hour was measured and resulted in a value of -1,59%. (Accuracy of set delivery rate should be: ± 5 % according to iec/en 60601-2-24). The device matched the required values and standards. All measured values were within our specification. During the investigation no faults could be detected. To investigate the inside, the device was disassembled complete. No damage or soiling could be found. The complaint could not be confirmed. Summing up all tests, the infusomat space operated within our specification. No product deviation. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.